Event description:
It was reported that the ventilator generated a technical error code indicating a software error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our distributor. The monitoring pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).